Manufacturer narrative:
No device was returned for evaluation; the reported event was confirmed by review of photographs of the device. The review identified that there appears to be wear and fracturing on the posterior aspect of the tibial insert. This was likely due to the femoral component articulating with the posterior of the insert possibly due to joint instability and/or excess tibial slope. The gray discoloration appears consistent with metal wear debris. This was likely due to metal on metal contact between the femoral component and tibial tray as a result of full thickness wear and/or fracture of the insert. There appears to be bone and/or bone cement on the backside of the femoral component. The discoloration on the tibial tray, may be from contact with the femoral component following wear of the insert. Instability occurs when the soft-tissue structures around the knee are unable to provide the stability necessary for adequate function during standing or walking. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or malalignment of the prosthesis. Friction caused by the joint surfaces rubbing against each other wears away the surfaces of the implant. Uneven pressure distribution from instability and malalignment can subsequently result in early wear of the polyethylene component. Excessive tension of the pcl may have also been a factor, as improper tensioning has been found to contribute to excessive rollback of the femoral component, leading to higher shear and compressive forces on the polyethylene. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies relevant to the reported event were found. There were no user-related issues reported that appear to have contributed to the reported event. There were no patient issues reported that appear to have contributed to the reported event. The revision reported may have been due to excess posterior slope and/or joint instability which allowed for excessive posterior contact between the femoral component and the tibial insert, leading to wear and fracture of the polyethylene and subsequent wear of the tibial tray. However, this cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no radiographs or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 9 years and 6 months post the initial right tka, the patient complained of knee swelling and pain and the surgeon diagnosed wear of the tibial insert. The patient was revised and breakage and wear was observed in the retrieved tibial insert. Damage was observed in posterior of tibial tray due to contacting the femoral component. All exactech devices were replaced by competitor devices. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6) 230-03-02 - optetrak asy,cr cemented femoral, sz 2.